Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nephew reported via phone call that the insulin pump had a button error alarm and that the sensor was not communicating properly. It was determined that the incorrect information had been programmed, preventing sensor communication. Blood glucose level at the time of the call was 437 mg/dl. The insulin pump was not replaced or returned for analysis.